Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the intermittent image issue. The issue was isolated to the worn / damaged hdmi connector. Since the customer had already received a replacement smart cable, the returned glidescope core smart cable was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image went in and out when the baton was moved around. The customer's biomed stated that the hdmi connector on the smart cable appeared to be loose. A delay in the procedure of two (2) minutes occurred as a back-up glidescope avl was obtained. No harm to the patient or user was reported.